Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 1 day of wearing of the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced symptoms described as ¿skin irritation, unbearable itching, pain and red" at the sensor site. The customer had contact with a healthcare professional who prescribed antibiotics and neosporin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the investigation. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The sensor adhesive was not returned. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Customer reported experiencing an adverse skin reaction after 1 day of wearing of the adc freestyle libre sensor. On (B)(6)2019, the customer experienced symptoms described as ¿skin irritation, unbearable itching, pain and red" at the sensor site. The customer had contact with a healthcare professional who prescribed antibiotics and neosporin for treatment. There was no report of death or permanent impairment associated with this event.